Manufacturer narrative:
Follow-up #1 date of submission 11/23/2015-device evaluation:the pump has been returned and evaluated by product analysis on 11/09/2015 with the following findings: a review of the pump black box data indicated drastic voltage fluctuations had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked on the side, extending from the case seal towards the threads. Moisture corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump was unable to power on with an external power supply; the pump current draws were not able to tested. The pump did power on with a energizer ultimate lithium battery. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of a battery life issue was not able to be adequately investigated battery life issue due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.